Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. A small crack is observed on both the anterior and poster sides of the optic in the center of the lens. A power and resolution inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision. The lens was exchanged for another lens model 03 months 16 days following the initial procedure. Clinical reason for explant was mentioned as astigmatism. Additional information has been requested.